Manufacturer narrative:
Submit date: 4-6-18. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump was running at 400ml/hour continuous mode and they realized that the infused volume displayed on the pump is more as compared to what was measured by the flow analyzers. Two different flow analyzers where used and the volume displayed on the pump is 70-100ml more after 1 hour. The unit keeps on adding but the actual delivered volume is less as measured by flow analyzers and manually. The flow rate stays within range throughout the infusion.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.